Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient underwent a successful thrombectomy procedure in the left brachial artery using an indigo system cat8 aspiration catheter (cat8), a penumbra system ace 60 reperfusion catheter (ace60), a non-penumbra sheath, a balloon dilatation catheter and a guidewire. A final angiogram was performed and identified a metal piece in the radial artery. It is unknown where the metal piece had come from. Upon removal of the cat8, the physician noticed that the distal end of the cat8 was peeled off. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat8 confirmed that the markerband was detached and revealed discoloration and damage to the material on the distal end of the catheter. Based on the reported complaint, the root cause of this damage could not be determined. The damage to the material on the distal end of the cat8 may have contributed to the markerband detaching from the catheter. Further evaluation revealed a kink on the catheter shaft. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.